Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. It was reported that the battery was charging and discharging rapidly. It was reported that the clinician programmer showed that the battery was empty and when the ins recharger (insr) was put on it, it went from 0 ¿ 75% rapidly. It was reported that the battery may have been damaged by a previous overdischarge event. It was noted that the patient was recharging the ins correctly. It was reported that the patient had turned the therapy off one night and it still depleted to 25%. The caller planned on resetting the insr to see if that had any effect. Additional information was received from a manufacturer representative (rep) on 2018-feb-15. It was reported the cause of the ins depleting/charging rapidly following overdischarge was not known. The rep reported the patient was having the ins replaced, but the replacement date was not set. The rep set up different programming to make the battery last longer. The patient tried the new settings, but stated it was still depleting quickly, but not as quickly. No further complications were reported.